Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10121. It was reported the patient ((B)(6)) experienced a loss of therapy from her scs system. The physician elected to proceed with surgical intervention. Intra-operative testing identified impedance issues. The patient's lead and lead extension were explanted and replaced which resolved the reported issue. Effective stimulation was restored post-operatively. It was noted that the explanted lead was cut during the replacement procedure. It was also reported that damage was observed on one of the electrodes and the lead at the site where it was anchored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.